Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp solution set was leaking from an unspecified location at the end of etoposide infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.